Event description:
The customer reported that while the iabp was in use on a pt, the iabp went into system failure while zeroing pressure. The customer recycled power to the iabp and it functioned normally. The pt was switched to another iabp as a precautionary measure and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative observed that the fault journal registered fault code 66 (safety vent failure). He replaced the k6a vent valve (part number: (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer.